Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 us had foreign matter during use. The following was reported by the initial reporter: "it was reported foreign matter on needle. Verbatim: per us com update in snow: 3/12/2012. From phone call on 2021-03-11 15:38:59: consumer stated that he tried to redeem the voucher but the pharmacy is charging him a $40 co-pay. I called the pharmacist and he said that he cannot process the voucher without charging the co-pay. He said it was not on his end. He said he will contact the processing center to see what the issue is. I called consumer and advised him to call us back if the pharmacist does not get back to him. Js consumer reported found 1 pen needle when placed on pen, removed shields found black foreign matter on needle. Consumer did not inject with this needle."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-18. Investigation summary : customer returned (1) open 4mm, 32g pen needle without the tear drop label. Customer states that there is black foreign matter on the needle. The returned pen needle was examined and no foreign matter was observed on either the patient end or non patient end of the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 us had foreign matter during use. The following was reported by the initial reporter: "it was reported foreign matter on needle verbatim: per us com update in snow (B)(6) 2012. From phone call on (B)(6) 2021 15:38:59: consumer stated that he tried to redeem the voucher but the pharmacy is charging him a $40 co-pay. I called the pharmacist and he said that he cannot process the voucher without charging the co-pay. He said it was not on his end. He said he will contact the processing center to see what the issue is. I called consumer and advised him to call us back if the pharmacist does not get back to him. Consumer reported found 1 pen needle when placed on pen, removed shields found black foreign matter on needle. Consumer did not inject with this needle."